Event description:
The manufacturer received information of an everflo oxygen concentrator that caught on fire allegedly caused by the patient's tv remote control batteries. There was no report of patient harm or injury. The reporting facility investigated this event and determined the fire originated in the patient's livingroom while the device was in the patient's bedroom. Photographs were provided to the manufacturer from the reporting facility which confirmed there was no thermal damage to the device. The nasal cannula had evidence of thermal damage. The manufacturer received information from the durable medical equipment (dme) supplier that the patient's smoking could have been the source of fire. Product labeling states, "do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the device did not cause the fire.